Manufacturer narrative:
On (B)(6) 2021, abaxis received a call from customer lab reporting issue with analyzer sn: (B)(4) stating that the device displayed a 430b spindle motor error and was emitting smoke. No fire or injury was reported. The customer was instructed by abaxis technical support to power off and unplug the device. Evaluation of the device is anticipated and pending customer shipment. Further information will be provided in a follow up report when received.

Event description:
The customer reported that the device displayed a 430b spindle motor error and was emitting smoke.

Manufacturer narrative:
As part of a three-year retrospective review of complaints for the quality improvement process, calls were identified in which the customer experienced burning odor and/or smoke. There were no injuries related to the customer complaints received, based on the potential of burning smell/smoke to lead to a potential injury. Based on MDR regulations, abaxis reported these events due to: 1) the likelihood of this malfunction to lead to an adverse event, although there was no evidence or reports of associated adverse events. 2) minimal detailed documentation related to the likelihood and cause of burning odor and smoke. As part of an investigation regarding the overall reported malfunction of a burning odor and/or smoking, risk assessment, and maude database search, zoetis has concluded that the burning odor/smoke overheating complaints are a low injury risk for the user or patient. The identified malfunctions have not caused or contributed to a death or serious injury nor does the data suggest that the device or a similar device marketed would be likely to cause or contribute to a death or serious injury if the malfunction were to reoccur. Zoetis will continue to monitor complaints for burning odor/smoking/overheating to determine if any new information is obtained and any change to the risks for patients or users of the piccolo xpress analyzer. If new information is obtained, new causes where risk has not been evaluated, potential of serious injury reported or identified, the site will follow the required process for MDR reporting and timeliness.

Manufacturer narrative:
The device was received for evaluation on (B)(6) 2021. Evaluation of the device noted that the log file displayed the reported 430b spindle motor error. The analyzer passed ams motor driver test 4 separate times. The optics assembly passed optics test. The flash lamp failed lamp test due to high coefficient of variance at the start of the test. The gear of the drawer motor was noted to be cracked. The anodized protective coating of the heat sink of the front panel assembly was faded. The flash lamp, drawer motor and front panel assembly were replaced to resolve the reported problem. The risk assessment concluded that the root cause of this malfunction does not have the potential for death or serious injury. The analyzer was cleaned and passed all required tests the device wil be returned to the customer site where it will be placed back in use. No further actions are required.